Manufacturer narrative:
The astral device was returned to a third-party service center for evaluation. The reported complaint could not be reproduced. Review of the device data logs confirmed two occurrences of battery communication lost alarm. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no patient involvement reported.